Event description:
A physician reported that, during intraocular lens implant procedure, the doctor found that there were filaments on the back surface of the iol, and were later removed by irrigation and aspiration (I/a). It was suspected that the iol scraped the impurities in the cartridge and brought them into the capsule. No harm to the patient. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridges were not returned for evaluation. A photo was provided. The lens appears to be a multi-focal toric lens. There was a linear mark or material observed, on the posterior surface of the optic. No determination can be made from the photo. Complaint history and product history records were reviewed and documentation, indicated the product met release criteria. Associated products were not provided. It is unknown, if qualified products are being used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown, if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible cartridge handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic, will result in inadequate coverage of lens and the lens fold path with ovd. Which, may result in damage. The manufacturer internal reference number is: (B)(4).